Event description:
In 2008, this pt was implanted with the gore excluder aaa endoprostheses for the treatment of a ruptured abdominal aortic aneurysm. About 6 days later, the discharge CT displayed right contralateral limb had infolded. A successful reintervention was performed the same day to implant an iliac extender component to resolve the infolding. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.